Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 sample from a premature infant tested for phny2 phenytoin (phny2) on a cobas 6000 c (501) module. A small amount of sample from a hitachi cup was run 3 times in a row with results of 1.8 mg/l, 3.4 mg/l and 2.6 mg/l. It is not known which result is believed to be correct. None of the results were reported outside of the laboratory. No adverse event occurred. The phny2 reagent lot number and expiration date were not provided. The technician checked the instrument and maintenance had been performed on 30-oct-2017. The technical condition of the instrument is ok and the cuvettes are changed monthly. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since quality controls (qc) were well within the acceptable range, a reagent and instrument issue can be excluded. The sample was a very small amount transferred to a hitachi cup. Samples from premature infants are very difficult to collect and are generally insufficient in amount and quality. A possible cause for the initial low result may be that there were foam or bubbles on top of the sample. The measuring range of the assay is 0.8 - 40 ug/ml with a lower detection limit of 0.8 ug/ml. This could also be a factor in the event as there could be a higher imprecision at the lower end of the measuring range. The most likely root cause of the event is a combination of sample handling/sample quality with the higher imprecision at the lower end of the measuring range.